Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate profile, serial number: (B)(4), lot number: 266972, catalog number: 3501670. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient is scheduled for breast prosthesis explant on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on 4/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device and on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm at the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Also was noticed two lines of creases on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 266972 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on (B)(6) 2018, mentor received the following information: the left implant was intentionally deflated during explant surgery to facilitate removal. The patient underwent mastopexy. Manufacturer¿s reference number: (B)(4).